Event description:
We use progressive medical smartez pumps at our outpatient IV therapy clinics for 46 hour home delivery of chemotherapy. We have a long history (5 years) of using these pumps without any leaking issues. Since late 2023 we have identified 4-6 different occasions (across 2 of our pharmacy locations) where the pump leaked. The pharmacy prepared the pump and put it in the temporary hazardous medication storage location. In each case, the nurses retrieved the pump to connect to the patient, and found a puddle of liquid in the plastic bag where the pump was stored. Our own internal review can not determine any common variables. Our initial reports to the manufacturer and representatives have not led to any meaningful follow up action or response. We can't tell if other institutions are having this issue. Lot # c23c003 and c23a086 are the two lots that we had 4-6 leaking issues with. Reference report: mw5151845.